Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump was received with an rf pic failed alarm during the self test and a lost sensor alarm due to a faulty component on the radio frequency board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of lost sensor alarm and radio frequency pic failed self-test from the insulin pump. The customer's blood glucose reading was 167 mg/dl and 250 mg/dl. Lost sensor alarmed when the customer was sitting and drinking coffee. The customer stated that the pump is not communicating with the transmitter. The customer also stated a radio frequency pic failed self-test alarmed twice. The customer stated that the alarm did not occur during the rewind and prime sequence. A temporary basal was programmed before the alarm occurred. The customer will be sent a replacement pump. The customer will return the pump for analysis.